Event description:
The customer contact reported unrestricted flow. At an unspecified time, the device was programmed to deliver pitocin 30u/500ml at a rate of 2.5ml/hr, and the delivery was started. At an unspecified time, the nurse titrated the pitocin to 5ml/hr. Within a few minutes, the patient complained of a prolonged contraction, which the nurse noted on the fetal monitor, lasted 3 1/2 minutes. The nurse noted that the pitocin was free flowing and stopped the delivery. There were no fetal heart rate changes noted at that time. After an unspecified length of time, the nurse restarted the pitocin at a rate of 2.5ml/hr, and noted that the device was delivering as intended. When the patient's uterine contractions were at a normal pattern, the nurse disconnected the tubing set for the pitocin from the patient's primary line, and titrated the delivery at a rate of 5ml/hr. The nurse reported that the device began to free flow again. The delivery was stopped, and the device and pitocin tubing set were removed from clinical service. Therapy was resumed with a replacement tubing set and device. The customer contact reported that the labor continued without any further problems, and that there were no decelerations of the fetal heart rate throughout the labor. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required.

Manufacturer narrative:
The device was received. Investigation has not been completed. This report represents all the information known by the reporter upon query by hospira personnel.